Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were indications of dried fluid inside the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. During the initial treatment setup, an ls11 (heater bag not detected) support warning occurred. The treatment attempt was cancelled. The load cell verification was within tolerance. An internal inspection of the cycler found that there was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. After replacing the hp1 filter, an (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration and go/ no go gauge test was also performed, and the cycler was found to be within tolerance. Mushroom head check passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of an air detected in cassette warning and patient sensors too high warning. The patient discontinued treatment during drain 2 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4619 ml during drain 2 of the treatment. This drain volume is 426% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.